Event description:
It was reported that during a percutaneous coronary angioplasty procedure a balloon rupture occurred. The 100% stenosed, moderately tortuous and non calcified target lesion was located in the left anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced to the lesion and upon the first inflation at 8atms the balloon ruptured. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).